Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient stated the ins had never helped with pain relief since implant. The rep reported that the patient stopped charging because he felt like he was getting no pain relief. The ins was overdischarged. The rep reported that an appointment was set up for (B)(6) 2018 to attempt to recover the ins. Additional information was received from the rep on 2018-07-16. The rep reported that after three attempts to reset the battery (three 60-minute timers), they were unable to get the normal charging screen. The rep reported that the patient stated he may have had a reset before and was unsure how long it had been since he recharged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp had not seen the patient since 2014. The hcp said that reprogramming was ordered but the patient did not follow up on it. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported that the patient never had therapeutic effect. The patient said the trial worked fantastic but the permanent ins did not do anything for them. The patient stated that they told their healthcare professional (hcp) that it was not helping and hcp did nothing to help them. The patient later said that manufacturer representatives (reps) came out to the hcp's office a couple of times and tried everything. The patient said they hadn't checked the leads or done any x-rays. The patient believed that somehow the leads had moved because they tried all kinds of settings and nothing worked. The patient said that since they did not get any therapeutic effect they let the ins go to the point where it would not take a charge anymore. The patient stated they were told nothing could be done to bring the system back. The patient said they were in pain all the time and they were at the point where they would like to have the device taken out. The patient wanted to know if they could be compensated as they were disabled, could not work, could not afford doctors' bills and it was a 3 hour car ride to go to where the device was put in. The patient was directed to follow-up with their hcp. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.